Event description:
In response to california hospitals MDR# (B)(4). Upon receipt of california hospital's MDR, skytron sent our distributor, (B)(4), to the facility to investigate the claimed issue and inspect the table. While interviewing the hospital's bio-tech, it was learned that the table was repaired but never taken out of service. After inspection, (B)(4) was not able to reproduce the claimed problem of the foot section dropping. Both skytron and (B)(4) have requested repeatedly to have a copy of the facilities service report in order to make a determination of the cause, but have been denied that request. The hospital's clinical engineering manager has informed (B)(4) that there was no official work order generated for the claimed issue and he has no knowledge of the incident. As a result, skytron is unable to make any sort of determination as to the cause of the claimed event as the table was repaired prior to our technician's arrival and we have been denied the proper service report. If either skytron or (B)(4) is allowed any report from the hospital, we will send the FDA add'l narrative or corrected data.